Event description:
She had used this, and something happened when she went to remove the toothbrush from her mouth that it banged against one of her teeth and knocked it out of place. She did stop using this product initially, and spoke to a dental professional, they told her to leave it alone. She also had a hard time eating, and different foods were causing problems, although she did not realize this initially. She did seek a couple of other opinions from other dental professionals. She hasn't had anything done. She did stated 5 teeth were effected badly by this, and she is positive it was the design of the tooth brush. Consumer is seeking compensation. It sounds as though she just wants her teeth fixed. She did mention that she has the civil legal action paperwork, but in the paperwork, it does state that prior to filing, she needed to let (B)(6) know of the situation first. Consumer called retailer again on january 2014. Guest called in asking for information about who the registered agent is that she has to contact in order to handle a subpoena. Guest is looking to sue.